Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with a prostyle device relative to an endovascular aneurysm repair (evar). Reportedly, the vessel became occluded. A cut down was performed and the access site was closed surgically. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of obstruction/occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.